Manufacturer narrative:
Analysis was unable to perform a pre-repair temperature test since the motor was running inconsistently, therefore the allegation of overheating could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the overheating was likely due to the attachments not being seated correctly in the handpiece. There was no adverse events to the patient or procedure.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated. There was no delay in the procedure as a result of the event. There was no known patient impact reported.

Manufacturer narrative:
Based on the temperature test analysis, the allegation of overheating was not confirmed. The temperatures are well within the specifications. The motor was running noisy and inconsistently. Upon further inspection, analysis found that the housing and motor assembly were heavily corroded with the motor embedded inside the housing. The housing and motor assembly were replaced. The handpiece was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.